Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 100% stenosed target lesion was located in the severely tortuous superficial femoral artery (sfa). A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that balloon ruptured at 6atm. The procedure was completed with this device. There were no patient complications reported.